Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hard drive would not start during the system boot up.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power switch board wand computer was replaced. Configuration files and imagers were stored on new computer. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer and switch board has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the computer of the imaging system would not boot up. There was no patient present at the time of the issue.